Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose. The customer's blood glucose last time was 489 mg/dl, after cannula change it was 389 mg/dl, 150 mg/dl, 157 mg/dl. The customer blood glucose was 45 mg/dl and treated it with carbs. The customer declined troubleshooting for low blood glucose and high blood glucose. Infusion set's cannula was bent. The insulin pump will not be returned for analysis.